Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿, ¿check therapy pad¿ messages) was confirmed due to the trunk cable connector being damaged with broken tabs and unable to connect to a monitor. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust belt" and "check therapy electrode" messages.